Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 136 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. However, the insulin pump was received with cracked case at the display window corner, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.